Manufacturer narrative:
An event regarding a pin hole in an inner powder pouch involving simplex bone cement was reported. The event was confirmed by visual inspection.

Event description:
It was reported that during a surgery, our sales staff found a pin hole on the pouch. A spare was used instead.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a surgery, our sales staff found a pin hole on the pouch. A spare was used instead.